Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection, while anastamosis of descending colon, the surgeon fired stapler and put the safety back in place. The surgeon turned know two full turns and heard a click. When the surgeon removed stapler, anvil was not attached and there was a large hole in the colon. The surgeon had to sew a large gap in the colon cased by the device. There was tissue damage as a result of the problem, and the surgical time was extended by more than 30 minutes.